Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Olympus repair center found that there was foreign material such as bristle from cleaning brush or lint at the nozzle of the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised the nozzle was clogged with foreign material such as bristle from cleaning brush or lint. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus repair center. According to the evaluation, the following was found. The device cover had a leakage. The insertion tube was incised and bulging. The seat holder was corroded. The angulation was insufficient. The light guide tube was worn and damaged. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
After 15 minutes of beginning endoscopic retrograde cholangiopancreatography (ercp) with stone removal, the user found that the air/water channel was clogged with foreign material. The user replaced the device with another device and completed the procedure. The user confirmed that the device reprocessing was insufficient. The user reprocessed the device again. The patient had no complications. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.